Event description:
The customer reported a leak of clenz of an unknown volume and from an unknown source on the coulter lh 780 hematology analyzer during startup and shutdown. The leak was not contained within the instrument. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated for this event.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in tubing at vl61 from port 9 to 15. The fse replaced the tubing resolving the leak. (B)(4).